Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Alleged failure: the electrode activated on its own without any action by the surgeon. It did not stop anymore. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a probe short due to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device continuously activated.